Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that an error "e315" occurred and that the video chip was defective. The problem, as reported to olympus, occurred after a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction, the subject device was returned and an evaluation completed for it. Please see updates as well. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where the users complaint was confirmed. The board inside the scope connector was corroded causing the e315 error. A few defects were also noted where the distal end cap cover was scratched, the angulations were less than the standard and there was play in the knob. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the following device handling contributed to the event, water or moisture invaded scope connector, board inside scope connector corroded, and error message was displayed. The connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. The following is included in the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.